Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remains on the insertion device or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The needle tip is bent. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.

Event description:
It was reported that during procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. No patient injury was reported. Some ff360 were already implanted before this failure occurred, so no backup was used after this failure occurred.